Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6)). The investigation was limited due to the unavailability of additional information or data regarding the alleged samples. Based on the limited investigation performed, there is no indication that the kit c58/68/88 hiv-1/hiv-2 qual 192t ivd assay is not performing as intended. The discrepancy is likely attributable to site- or sample-specific factors, such as sample swap, contamination, or differences in technology. A definitive root cause for the reported event could not be determined.

Event description:
The initial reporter alleged five discrepant results when testing with the kit c58/68/88 hiv-1/hiv-2 qual 192t ivd assay on the cobas 8800 system. Three of the samples were plasma preparation tubes (ppt), and two were plasma samples. One of the five discrepant results involved a known high-titer hiv patient sample tested as part of a validation process, which yielded a negative result. The same sample was also tested on a hologic platform; however, the results of this test are not known.